Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient's blood glucose (bg) on (B)(6) 2014, was 690 mg/dl with small ketones and symptoms of nausea, extreme drowsiness/difficulty waking up/confusion and thirst. It was reported that the patient had been taking antibiotics for a urinary tract infection for which the patient's healthcare provider thought that the patient may have had a reaction and for which pump setting adjustments were made to the basal and bolus doses and pump use continued. It was later reported that the patient was then treated in an emergency room with IV fluids for alleged inaccurate delivery from the pump and pump use was discontinued. Troubleshooting determined that the basal history did not match the active basal program. This complaint is being reported for alleged hyperglycemia associated with an inaccurate delivery issue for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the last basal delivery and the last bolus were on (B)(4) 2014. The black box showed a replace cartridge alarm on (B)(4) 2014 and deliveries resumed when the pump was primed on (B)(4) 2014; deliveries had been interrupted for 15 hours, 51minutes. The alarm history showed typical usage alarms. The total daily dose totals added up correctly and reflected the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.